Manufacturer narrative:
The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The reported observation of ¿ipg replaced due to eri¿ was not confirmed. Review of the implantable pulse generator (ipg) diagnostic logs showed at no time had the device declared an elective replacement indication (eri). It was also confirmed the lowest battery voltage logged in diagnostics was 2.954v. The eri voltage threshold is 2.7v +/- 30mv and below. The device exhibited normal characteristics during analysis. It has been concluded that this event is not reportable as analysis of the returned device revealed no anomalies. Review of the implantable pulse generator (ipg) diagnostic logs showed at no time had the device declared an elective replacement indication (eri). It was also confirmed the lowest battery voltage logged in diagnostics was 2.954v. The eri voltage threshold is 2.7v +/- 30mv and below. The device exhibited normal device characteristics during analysis

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the ipg. The issue has been addressed.